Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of fluid discharge ("green pus was coming from the nose"), deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient experienced (non-device related) "weakness and runny nose, no fever or cough" after two weeks post injection in ck3 dmcf with juvéderm® voluma¿ with lidocaine and in ck3 soof with juvéderm® volift¿ with lidocaine. One week later, treatment included augmentin and azitro prescribed with the diagnosis of (non-device related) pharyngitis. On the same day, "patient's face becomes swollen." Three days later, hcp "learned that (non-device related) green pus was coming from the nose''. Hcp started the patient on prednol 32 mg/day for a late inflammatory reaction (due to the erythema and edema patient experienced in the left malar area). Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-33722) this emdr is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.